Manufacturer narrative:
Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 10miu/ml hcg urine control at 3 minutes read time. The 20miu/ml, 100miu/ml and 240.0 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.

Event description:
Customer reported false negative results on urine hcg test. Patient's serum was tested twice on device with positive results. Serum quantitative level was 300 - 320 miu/ml.